Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. The customer's blood glucose (bg) was 279mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.